Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of aesculap ag (manufacturer). Exemption number: e2014018. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: ecuador. It was reported that the lyoplant onlay did not adhere or close the fistula. On (B)(6) 2017, the patient underwent a foraminectomy plus discectomy with microscopic technique without incident and left the hospital on (B)(6) 2017. On (B)(6) 2017, the second operation (performed on the same patient) was carried out to close a liquorice fistula produced by extravasations of cefaloraquide fluid without rupture by increased pressure. The lyoplant onlay did not adhere or close the fistula and continued to drain for 5 more days. At the moment the patient is in absolute rest and there is no drainage of liquid. The patient is expected to stand up and walk in 8 days from today (B)(6) 2017.

Manufacturer narrative:
Investigation: no product is available for investigation. Batch history review: the device quality and manufacturing history records have been checked for the available lot number. The device history file has been checked and found to be according to our specification valid at the time of production. No similar incidents have been filed with products from this batch. Conclusion and root cause: based on the information available as well as a result of our investigation we exclude a manufacturing or material related error. Rational: according to the IFU, it must be ensured that the implant is lying flat against the defect edges and is not taut. Otherwise a loosening of the implant can not be excluded. No CAPA is necessary.